Event description:
In 2008, the lay user/pt contacted lifescan, alleging that the flags/comments feature for a one touch ultralink meter was automatically turning off by itself. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. The meter was replaced.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lfs will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.